Manufacturer narrative:
This report is submitted on october 13, 2021.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment side and was treated with a combination antibiotics and steroid topical ointment (date not reported). Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2021. The abutment is removed during the same surgery.